Event description:
The reporter stated the surgeon attempted tp use a aq5010v three piece silicone lens. The lens was opened but when the tech was ready to load the lens into the cartridge he noticed the haptic was bent. The loop haptic also appeared thicker than the other loop haptic. There was no attempt to load the lens and decided to use the backup lens instead, same model, diopter and size. Reporter stated the lens was received defective.

Manufacturer narrative:
Evaluation: method - device history record review. Results - device history record review: based on the product evaluation and the investigation performed, nothing in the manufacturing, packaging, sterilization, or shipping processes was found to be the likely root cause of this complaint. Considering that the returned lens had a clear surgical residue present on the lens, the customer did handle the lens. The most likely root cause is that the damage to the haptic occurred during the handling of the product. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Concomitant medical products: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation method: lens work order search. Results: visual inspection of the returned product found one loop haptic bent. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).